Event description:
It was reported that a patient presented to clinic due to syncope. Device interrogation revealed premature battery depletion on their pacemaker (pm). The physician elected to explant and replace the pm. The patient condition was stable after the procedure.

Manufacturer narrative:
Correction: h6 investigation conclusions should have been cause not established.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received from the field with no telemetry and battery having reached end of service level. The device image could not be saved due to low battery voltage and it was requested to the field, but it was not available. The device code was re-loaded successfully after cutting open the device case and replacing the ordinal battery. Further test under nominal conditions indicated the functionality was normal and current levels were within normal range. The original battery was analyzed by the manufacturer and the results were normal. Despite extensive testing, the source causing premature battery depletion could not be identified. Longevity assessment was performed based on nominal conditions and the device did not meet the projected longevity indicating premature depletion.